Event description:
It was reported that: dr. (B)(6) stated the pt had onset of pain starting (B)(6) 2011.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 30mm, cat# nls-300000b, lot# 33133501. Trident psl ha cluster 54mm, cat# 542-11-54f, lot# mjp9h8. Trident 0 deg insert 40mm, cat# 623-00-40f, lot# mjee2p. Delta un.fem hd 40mm, cat# 6519-1-040, lot# 31070602. Uni adapter sleeve v40 ti, cat# 6519-t-100, lot# unk. A 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mjn99e. A 6.5 cancellous bone screw 35mm, cat# 2030-6535-1, lot# mjm28h. A 6.5 cancellous bone screw 40mm, cat# 2030-6540-1, lot# mjd5pp. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a f/u report.